Manufacturer narrative:
(B)(4). The device was requested, but has not yet been received for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of device putting air into the supply bag was not confirmed or duplicated. The root cause was undetermined. The device passed the homechoice return instrument test evaluation function test and electrical test. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center to report a homechoice (hc) with air in the supply bag during fill two (2). The home patient (hp) stated that the supply bag is full of air and looks like it is about to pop. This is a reportable event. The hp only uses two (2) bags and clamps on unused lines are closed. The technical service representative (tsr) explained that hc will need to be swapped. The tsr advised hp to call registered nurse (rn) as soon as possible and let her know that he will be using manual supplies to finish therapy that night. Tsr walked hp through ending therapy early procedure. There was no patient injury or medical intervention indicated at the time of the initial report.